Manufacturer narrative:
The manufacturer previously reported a ventilator was recalibrated to address a low volume delivery and a failed test step during testing. During additional evaluation the device's sensor board was found to be faulty and was replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator's volume delivery was low and the device failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventialtor was recalibrated to address the issue.